Manufacturer narrative:
The reported event of a low battery measurement was confirmed. Based on the information provided, it was determined that the battery gauge appeared near empty because a valid battery measurement was unable to be obtained post-implant. The measurement was interrupted by frequent remote connections. Most recent remote transmission displayed a valid measurement.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that insertable cardiac monitor (icm) exhibited a depleted battery. Subsequent interrogation showed the icm at full battery. No changes or interventions were performed. There were no patient consequences.